Event description:
Reporter indicated the vns therapy is not helping to decrease the patient's depression. Diagnostic testing in 2006, 4 months later, and 2007 yielded results within normal limits. Good faith attempts are being made to obtain information ruling out device malfunction.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.